Event description:
Paramedics attended to a person who was unconscious due to a possible accidental pain medication overdose. The pt was diagnosed in sinus bradycardia. External pacing was administered using the device. The device allegedly stopped pacing for no apparent reason after approximately 4 minutes. The operator immediately restarted pacing which continued without interruption for the remainder of the call. There were no adverse affects to the pt reported as a result of the alleged malfunction.